Manufacturer narrative:
Reported event: an event regarding revision for an unspecified reason involving a triathlon patella component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no product was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: chr review determined that there were no other similar events reported for the lot. Conclusions: the reason for the revision surgery was not specified and no medical records were provided. The exact cause of the event could not be determined due to the lack of information. Further information such as x-rays, operative reports, patient history, follow-up notes and device evaluation are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient has had issues with bleeding in the knee every 6 months. Surgeon said x-rays look good. Surgeon is replacing cr components with ts components.

Event description:
Patient has had issues with bleeding in the knee every 6 months. Surgeon said x-rays look good. Surgeon is replacing cr components with ts components.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.